Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted and continued after transferring the patient to another room. The philips field service engineer (fse) visited onsite and confirmed that c-arm was unable to perform geometry movements. Review of the logfile shows amc drive issue. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that there was sudden power loss of geometry and restart did not solve the issue. The fse checked the system logfile and found motor assembly error. To resolve the issue, the philips field service engineer (fse) replaced amc triple drive. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.